Event description:
It was reported that during an arthroscopic procedure on the shoulder, the inner metal portion of the unit broke off into the patient. It was further reported that the metal piece was removed from the patient with a grasper. The procedure was completed w/o any adverse consequences to the patient.

Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. The device history record for the affected product/lot number combination was reviewed. There were no discrepancies noted that were relative to the reported failure mode. A review of the nonconformance history of the product/part number combination was conducted. No discrepancies were noted relative to the reported failure mode. The most likely root cause of the reported failure can be traced to any one of the following: excessive force applied by the user; shaver blade came into contact with a metal object during use; components do not fit properly (i.e. Alignment/gap between cutter and housing assembly); material strength. In this particular complaint, it is difficult to determine the root cause since the product was not returned for investigation. In sum, the customer complaint could not be confirmed as the product was not returned for investigation. The failure mode will be monitored for future reoccurrence.